Event description:
It was reported that the patient's ipg was causing pain and eroding outside of the skin. The patient's left lead was also discovered to be fractured. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
B3: event date is estimated.